Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad) it was reported by the vad coordinator that the pt had a red heart alarm and felt light headaches until he got to the hosp. It was stated by the vad coordinator that the pt didn't have any back up equipment with him, not even a hand pump. The pump did end up restarting on its own., but it had intermittent low flow alarms. It was decided by the surgeon to do a pump exchange. The pt was taken to the or, and his pump was wxchanged to the manufacturer's clinical trail vad. The pt remains stable and on lvad support. The hosp is sending the device to the manufacturer for analysis.